Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up; noise on the rv lead was noted. There were no other electrical anomalies. The lead was explanted and replaced. The patient was stable before, during and after the procedure.